Manufacturer narrative:
The company representative replaced the front end board and video generator board, calibrated and tested it to meet factory specifications. The pump was returned to service. (B)(4).

Event description:
The company representative reported that prior to use on a pt, the iabp system was not booting intermittently while switch on. The iabp is currently at the (B)(6) store where the front end board will be replaced.